Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching 406 mg/dl. Customer was unsure of the cause for elevated bg levels. Customer delivered correction boluses to bring bg levels back to target range. Recommendation was made to discuss diabetes management with customer's health care professional.